Event description:
It was reported that during a plain old balloon angioplasty procedure, a shaft break occurred. The 80% stenosed target lesion was located in the severely tortuous and calcified mid left circumflex (lcx). The 15/2.5mm maverick2 monorail balloon catheter was advanced to the target lesion for predilation but was unable to cross due to the lesion being very tortuous. When withdrawing the device, the physician experienced withdrawal difficulty and the balloon catheter broke at mid shaft inside of the patient. The device was successfully removed with a snare and the procedure was ended. No patient complications were reported with the patient's current condition listed as "good".